Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by severe diarrhea, vomiting and abdominal pain. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with two antibiotics (vancomycin and another unknown antibiotic), both intraperitoneally (dose and frequency was unknown). At the time of this report, the patient was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.